Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A baseline pericardial effusion was noted. A 24mm watchman laa closure device and delivery system (wds) prepared with no difficulty. The implanter lost his trans-septal cross two times and had to re-puncture the septum two times. The closure device was deployed deep in the appendage but was too proximal and needed to be removed. At this time it was felt that trying again was unnecessary. Therefore, the case was aborted. At the end of the procedure, the anesthesiologist noted an effusion that looked bigger than what was noted at baseline. The patient remained hemodynamically stable and was transferred to the intensive care unit. The patient has since been discharged from the hospital.